Event description:
On january 25, 2008, it was reported to boston scientific corporation, that a malecot nephrostomy drainage catheter was used in a percutaneous nephrolithotomy in 2007. According to the complainant, in 2008, the patient was brought in for removal of the malecot nephrostomy drainage catheter. Upon removal, it was noticed that tissue growth occurred around the catheter. The physician was experiencing difficulty removing the catheter and applied a fair level of force to the catheter causing it to break off inside the patient. The drainage catheter was left in place and the patient was scheduled to undergo another procedure to remove the fragments at a later date. In the same month, the physician performed a ureteroscopy retrograde with a holmium laser to ablate the tissue growing around the catheter in order to free the catheter from where it was placed in the renal pelvis. Once it was freed, the physician could not withdraw it through the ureter so he had to flip the patient over and go through the back percutaneously to remove the fragments. The broken catheter fragments were retrieved through the initial nephrostomy site. The patient tolerated the procedure well and was discharged in 2008.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the manufacture date of the device is unknown. The complaint indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device: 11080159, 9795228, and 9715325. A review of the device history record (DHR) was performed on these lots: no anomalies were noted related to this event description. The 2008 15 month nephrostomy drainage complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The most probable root cause of the catheter break is difficulty during removal due to patient complications.